Event description:
Investigation completed on a smiths medical cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical pump, cadd-legacy 1, mdl 6400. Complaint failing accuracy did not appear in the event log. Duplicating event with testing revealed the device passed within the specification of +/-6%. No fault was found with device and device passed all functional testing. Unknown cause of event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump failed accuracy by -6.25%. No patient involvement reported.